Manufacturer narrative:
Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause of the issue. This cause appears to be related to misuse, specifically prying or leveraging the device with excessive force.

Event description:
On 10/27/2025, it was reported by a sales representative via (B)(4) that an ar-3370-4203a inner sheath broke in half. Noticed during a case, device swapped, and case completed with no patient effect.